Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/21/2025, it was reported by a sales representative via phone that (2) ar-2323kpslc peek knotless swivelock® suture anchors sutures pulled through the tip or the peek as they implanted it. This occurred during a case. The fixation was able to be locked in however the sutures were unable to be utilized due to being defective. There was a less than five minute delay that required additional anesthesia for just those five. There was no harm on the patient. This occurred during a case.